Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-(B)(6). The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10 h.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ needle was too thick and leaked during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that needle is too thick and caused leakage. Event description per email states: inbound call from patient stating that he does not want the 20g needles to draw acthar, the needles were too thick and caused hole where acthar was leaking and patient unable to draw dose especially the last dose from the vial. No further information provided. Reported to (b)96) by pt/caregiver.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(4), USA has been used as a default. The initial reporter also notified the FDA on 16 april, 2020. Medwatch report # mw5094110 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ needle was too thick and leaked during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needle is too thick and caused leakage. Event description per email states: inbound call from patient stating that he does not want the 20g needles to draw acthar, the needles were too thick and caused hole where acthar was leaking and patient unable to draw dose especially the last dose from the vial. No further information provided. Reported to (B)(6) by pt/caregiver.